Event description:
It was reported that stent damage occurred. During preparation of a 24 x 4.50mm rebel bms stent, it was noted that the stent strut was bent. The device was not used inside the patient and the procedure was completed with a new rebel stent. No patient complications nor injuries were reported.